Event description:
It was reported that approx six months post-operatively, the pt experienced pain. X-ray imaging confirmed two broken screws at the l5-s1 level. A revision surgery was performed. The broken screws were not removed.

Manufacturer narrative:
The device was not available for eval.